Manufacturer narrative:
(B)(4). Date sent to FDA: 04/13/2021. . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis summary: visual analysis of the picture received determined that a needle-suture with a breakage needle near the swaged part could be observed in picture. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. H6 investigation findings: c22 - procedure related photo review.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Please clarify if the needle broke into separate pieces or if the entire needle separated from the suture. If needle breakage, was more than half the needle retained in the patient? What instruments were used to grasp the needle? Where was the needle grasped during use? Where was the retained needle located/in what structure? Were there any patient consequences as a result? Was the needle piece retrieved during the same procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status? Will product be returned? If so, please provide the return date and tracking information when available. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle snapped from the suture and almost all of it was embedded into the muscle layer. The patient required an x-ray to locate suture then transfer to theatre for removal. Additional information has been requested.